Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and high impedance. During extraction of the rv lead, the apical freewall was perforated, which required pericardiocentesis and sternotomy and exploration. It was reported that the right atrial (ra) lead had a dislodgement during the rv lead extraction. The ra and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that only the right ventricular (rv) lead perforated the apical freewall.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.